Manufacturer narrative:
The reason for this revision surgery was a failed total shoulder needing to be converted to reverse. The previous surgery and the revision detailed in this investigation occurred over 4 years and 2 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the suspect medical device that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to a failed total shoulder. There were no findings during this investigation that indicate that the reported device (s) was the source or had a direct connection with the event. There are multiple factors which may cause shoulder failure that are outside the control of djo surgical are patient weight and activities, excessive range-of-motion, trauma or low bone density. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to shoulder failure and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery. Due to the patient's failed total shoulder needing to be converted to a reverse.